Manufacturer narrative:
A product investigation was performed on this device after it was refurbished. The device passed all functional tests. A review of the device history record was performed. There were no unexpected variances, or adjustments or comments noted in the device records. A search in the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, the patient's past medical history was significant for severe cardiomyopathy, hypertension and arthritis involving her knees. The patient had no known problems with her peritoneal dialysis cycler. The patient's nephrologist stated the patient's death was related to her underlying cardiac disease.

Event description:
On (B)(6) 2012 a patient contact called fresenius technical support wanting assistance with removing supplies from the cycler. The cycler was off and technical support walked her through powering on the cycler in order to remove the tubing. The contact mentioned that the patient had died that morning while in treatment. Technical support advised the contact to call customer service to arrange a pickup of the cycler and remaining tubing.